Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from 09/09/24 and 09/19/24 of 40 mg/dl. The low bg causes were not known. Customer consumed orange juice and carbohydrate bars to address bg for all low bg levels. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.